Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator failed the pm negative and positive verification during testing. There was no harm or injury reported. The ventilator was evaluated by a field service engineer and the customer¿s complaint was confirmed. The device's 3-way solenoid valve was replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator failed the pm negative and positive verification during testing. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was not duplicated. The device operated and alarmed as designed. After receiving further information, it is determined that the initial report should have been filed as the device operated and alarmed as designed. Type of content h10/h11 in box h has been updated/corrected in this report.

Manufacturer narrative:
H3 other text : not returned to manufacturer.

Event description:
The manufacturer received information alleging a ventilator failed the pm negative and positive verification during testing. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.